Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(6).

Event description:
A peripheral orbital atherectomy device (oad) was used in a peripheral procedure to treat a heavily calcified lesion in superior femoral artery (sfa) via femoral access. The oad was spun thrice, once on low speed, once on medium speed and once on high speed. Upon removal of the oad, it was stuck on the catheter. A piece of vessel was evident upon removal and tissue was seen on the crown of the oad. Post dilatation was performed using a non-csi/abbott balloon. Perforation of the vessel was observed post ballooning as the vein was seen on angiogram after non-csi/abbott balloon was used. Non-ci/abbott stents were used to treat the perforation. The patient had good pulses in the ankle and was stable.